Manufacturer narrative:
(B)(4). The technical support engineer (tse) notified the customer of the end of service for 9.4 monitors. The customer decided to retire the ventilator.

Event description:
It was reported that, the ventilator generated a blank display. There was no patient involvement.